Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Notify date, event date and facility aware date corrected. Initial reporter and facility corrected. Other devices corrected.

Event description:
During an ICD check, it was found that there are variable impedance readings from 700 ohms to 1368 ohms. The short interval count is zero. There are no episodes collected. Possible suspect lead connection. The device is in use. No patient complications have been reported as a result of this event.

Event description:
During a device check, it was found that there were variable impedance readings from 700 ohms to 1368 ohms. The short interval count was zero. There were no episodes collected. Lead connection was suspected. The device remains in use. No patient complications have been reported as a result of this event.